Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) and manufacturer representative (rep) concerning patient with implantable neurostimulator (ins) for spinal pain. It was reported the patient has a non-rechargeable system that he really hasn't used much since it has been implanted. The patient did not like the stimulation sensation. Upon impedance test, the rep noted all electrodes were over 10000 on lead 0-7. Impedances on lead 8-15 were ok. The rep tried reprogramming using lead 8-15 but nothing seemed to satisfy the patient. Also, the patient felt no stimulation on the side that he wanted to feel stimulation. The patient was to meet with the hcp to determine what to do for his pain moving forward. No additional interventions were planned at this time. No further complications were reported/anticipated.